Event description:
N/a

Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation. Device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. New components were added to replace worn internal parts, and general cleaning and maintenance were performed. Root cause - the complaint is confirmed via inspection of the unit. The unit required cleaning and replacement of worn components from routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This is 2 of 2 reports linked to mfg report number 3004608878-2023-00138: a facility reported that the mayfield modified skull clamp (a1059) has too much play in them. When the system is placed together and the patient is locked in, the 2 pieces of the skull clamp separate too much, and the patient's head moves. No patient injury or surgical delay has been reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.